Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that act button becomes difficult to press to activate priming. Customer¿s blood glucose was unknown. Customer stated that insulin pump had unexplained no delivery alarms, diminished battery life and battery compartment was cracked, threading was worn. Customer was changing battery within 2 to 3 weeks. Insulin pump will not be returned for analysis.